Event description:
Event description cpi received information that this implantable pulse generator (ipg) was found to be in a mode other than what had been originally programmed. It has not been determined what caused the reprogramming.